Event description:
Md attempted placement of thoracic stent but could not deploy so aborted procedure at the (B)(6) hospital of (B)(6). A cook introducer set peel away 14 fr had been utilized during the procedure. The pt had no known complications and was discharged. On (B)(6) 2010, the (B)(6) hospital received noticed from an attorney's office with a picture of a catheter 13.6", 34.5 cm long with one fluted end and one smooth end sealed in a plastic see through package. Dates of use: (B)(6) 2006. Diagnosis or reason for use: endovascular access.